Event description:
Supplemental report is being submitted due to the completion of the investigation on 15-mar-2024.

Manufacturer narrative:
PMA/510(k) # p100022/s027. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the pmcf study ¿zilverpass¿. It is related to (B)(4) and captures 41 events requiring surgical intervention in belgium. Manufacturing records review prior to distribution all zilver ptx devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label there is no evidence to suggest the user did not follow the IFU. It should be noted that the instructions for use (ifu0017) lists the following as potential adverse events: -occlusion. -restenosis of the tented artery. -ischemia requiring intervention. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to pre-existing conditions of peripheral artery disease (pad) with a stenotic or occlusive de novo lesion located in the femoropopliteal arteries. Risk factors for pad include age, obesity, nicotine abuse, hypertension, hyperlipidemia, diabetes and family history. Occlusion is listed as a known potential adverse event within the IFU. Diabetes, high blood pressure and peripheral arterial disease are all risk factors for developing arterial occlusion. Restenosis of the stented artery is also listed as a known potential adverse event within the IFU and is a common adverse event of endovascular procedures that can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. According to input form medical affairs, "normally the aes post stent placement were due to patients¿ pre-existing conditions i.e., lesion. It is sometime related to the procedure, for example, the procedure could cause damage to the vessel, which could lead to post procedure aes. It is unlikely that the aes are related to the device except in stent restenosis which would be related to the stent, and the pae is listed as ¿restenosis of the stented artery¿ in the pae section in the IFU. No stent fractures or stent migration has been reported in the study. There is no evidence within the study to suggest any device malfunction or deterioration in device characteristics." As previously noted, restenosis of the stented artery, ischemia requiring intervention and occlusion are listed as known potential adverse events within the IFU. Confirmation of complaint: complaint is confirmed based on customer testimony and/or rep testimony. Summary of investigation: the complaint was raised from pmcf study ¿zilverpass and captures 41 events requiring surgical intervention in belgium. Confirmed quantity of 41 patients, confirmed used. According to medical input, the patients would have required surgical intervention/additional procedures due to these occurrences. Intervention for occlusion included: ptas, dcb, thrombolysis, ptas, debridement, pta, thrombectomy of bypass right, fibrinolysis intervention for restenosis included: pta, dcb, ptas, thrombolysis, atherectomy, thromboaspiration, wound cleaning intervention for ischemia included: thrombolysis, dcb, ptas, pta intervention for occlusion and restenosis included: pta, dcb. Investigation findings conclude a possible root cause could be attributed to the patients pre existing conditions/characteristics. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p100022/s027. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zilverpass: the cook zilver ptx drug-eluting stent versus bypass surgery for the treatment of femoropopliteal tasc c&d lesions. Patients in the zilver ptx arm were treated by placement of the zilver ptx drug-eluting stent (cook), according to standard procedures based on the instructions for use. The only pre-treatment allowed prior to placement of the zilver ptx drug-eluting stent (cook) is standard pta. Diameter measurements must be performed of the healthy vessel proximal and distal to the previously stented area. Diameter selection of the zilver ptx drugeluting stent (cook) should result in minimal oversizing. The target lesion needed to be completely covered by using as few stents possible. Post-dilatation could be performed according to the instructions of use. A total of 220 study subjects were enrolled. Five sites in belgium, four sites in germany, two sites in italy and two sites in brazil. This complaint will capture events potentially occurring in belgium. The below summary of patients required surgical intervention: 10 patients had occlusion, 20 patients had restenosis, 7 patients had acute/subacute ischemia, 2 patients had occlusion and restenosis. Intervention for occlusion included: ptas, dcb, thrombolysis, ptas, debridement, pta, thrombectomy of bypass right, fibrinolysis. Intervention for restenosis included: pta, dcb, ptas, thrombolysis, atherectomy, thromboaspiration, wound cleaning. Intervention for ischemia included: thrombolysis, dcb, ptas, pta. Intervention for occlusion and restenosis included: pta, dcb. 35 patients female: 78 patients male; average age 70 years.